Manufacturer narrative:
Concomitant product: sigpshell - sig power sigpshell control shell, lot# n3g1364y evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted there were cracks on the external handle housing, which were indicative of using the incorrect cleaning wipes on the device. Functional testing noted there were no abnormalities that would have caused or contributed to the reported condition. The handle had 265 of 300 procedures remaining. A clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to fire without issues on the a1 test fixture. A reload was attached to the device and was able to clamp and articulate without any issues. An analysis of the system data indicated that there was an error for the system queue being full. It was noted that the handle was running v29.6 software. It was reported that unable to enter firing mode, instrument made strange noise and powered stapler handle/display not responding. The reported issues were confirmed. The most likely cause was cause traced to software coding. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition: of improper cleaning. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the power handle carries an ipx3 rating according to which only provides protection from spraying water. The user was advised to clean the handle which states to wipe down all exposed surfaces with a slightly water dampened lint-free cloth to completely remove any gross debris from the device. If additional cleaning is required, use a hydrogen peroxide based wipe such per the manufacturer¿s instructions. Ensure the power handle is completely dry prior to inserting it into a sterile power shell or charger. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic anterior resection, the stapler was  showing 3x green indicators (handle, adapter and reload), however stapler would not go into green firing zone. The indicator on side would not go green or flash for firing. The handle was alarming with constant alarm tone. The nurse removed adapter and reload again, however 3 green indicators were still showing despite there being no adapter or reload attached. The nurse then changed handle and shell and reused the same reload adapter and the procedure continued without further incident. There was no patient injury. Medtronic's initial evaluation of the incident found that the cause of the observed error was due to a software restrictions on the capacity of the queue.